Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant products: pn 110003629, ln 3409702, biolox delta cer lnr 32mm g. Pn 010000666, ln 3789267, g7 pps ltd acet shell 58g. Pn 192112, ln 876340, bi-metric echo pc lat 12x140.

Event description:
Patient enrolled in a clinical study underwent a right hip closed reduction procedure approximately one month post-implantation due to dislocation.